Event description:
Customer reports obtaining results of 90mg/dl and 302mg/dl within 2 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.